Manufacturer narrative:
The user facility discarded the device and did not record the lot number. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action required.

Event description:
The user facility in (B)(6) reported a particle in the patient's eye during surgery. The particle was removed and there was no patient impact reported.